Event description:
A report was received that the patient was experiencing discomfort due to the implanted devices. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort due to the implanted devices. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg exhibited normal device characteristics. Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead was cleanly cut approximately eight cm from the end. The damage to the lead was consistent with damages done during the explant procedure and it was not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.